Manufacturer narrative:
During quality investigation the customer's complaint was duplicated. The motor, press plug and other component parts were corroded. The damaged parts were replaced and preventive maintenance was done on the bearings. The device was repaired and returned to the customer.

Event description:
The micro reciprocating saw was sent in for repair because it was causing burs to overheat. The event occurred during a quality check. No adverse event was associated with the device.